Event description:
On 2/6/98 following a ptca procedure, an angio-seal device was placed in a pt's groin. On 2/7/98, the pt felt a pulling in his groin; an ultrasound was performed with negative results. On 2/9/98, prior to his scheduled discharge, the pt felt a "hard pain" in his groin. Another ultrasound was performed, which confirmed the presence of a pseudoaneurysm. On 2/12/98, the pt underwent vascular surgery where the pseudoaneurysm was repaired. As of 3/25/98, there have been no further reports of complication or pt sequelae made to the MFR.